Manufacturer narrative:
A ge rep evaluated the system and tightened connections on isolation transformer. System operates as intended.

Event description:
Customer reported the system is having problems recalling images and rebooted on its own. No pt injury was reported.